Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on (B)(6) 2012, a patient was implanted with the lcp aldtp and lag screw for a right tibia shaft fracture. A ptb brace was applied on (B)(6) 2012. On (B)(6) 2013, the surgeon found metal broken through x-ray. The surgeon removed the broken plate and inserted a nail on (B)(6) 2013. This report is for an unknown screw. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.